Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it a robotic procedure? Was the end-user a new user of this product? If experienced- another device? In relation to needle, what is the approximate location of suture breakage? Was the sales rep present during the procedure? What in the physician¿s opinion was the cause of the suture breakage?

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2017 and suture was used. The suture broke while passing through tissue. The case was completed with mesh instead of suture. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/15/2017. No needle/suture combinations were returned for evaluation to determine the assignable cause, only was received the empty tray (winding former). The reported event could not be evaluated.